Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that all equipment performed to specifications. Testing was witnessed by a facility staff member. The fse also verified that the default (mcm) settings for the arterial pressure alarms were off and had not been manually enabled by staff upon initiation of pressure monitoring. As a consequence, alarms for high/low pressure conditions would not have been generated. There was no malfunction of the devices. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6), around 7:00 am, a patient was found unresponsive and no alarms occurred at the central station or bedside monitor near this time. The patient was resuscitated and reported to be stabilized afterwards.